Manufacturer narrative:
The subject device is not available for evaluation as it remains implanted in the patient. The serial number was not provided. Therefore, the device history record (DHR) could not be reviewed. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that a 78-years-old patient with a 27 mm carpentier-edwards perimount valve implanted in the mitral position underwent a valve-in-valve (viv) procedure after an implant duration of approximately seven (7) years and seven (7) months due to valve degeneration leading to mixed severe stenosis and moderate to severe regurgitation. A 26 mm transcatheter valve was successfully implanted within the surgical edwards valve. The patient was discharged home after the procedure.

Manufacturer narrative:
Tissue degeneration related structural deterioration, either calcific or non-calcific, are common chronic failure modes for this type of bioprosthetic heart valve. Operational mechanical stress and biological factors are generally believed to be the major contributors to the non-calcific bioprosthetic tissue degeneration. Structural valve deterioration (svd) can, and typically does, lead to chronic central leaks over a period of time. Svd is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, non calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Degeneration-related structural deterioration is most commonly related to patient factors and is not usually an indication of a device malfunction. In this case, a definitive root cause cannot be conclusively determined; however, progression of patient valvular disease combined with other patient factors likely caused or contributed.